Event description:
Pt had cvl for pressor administration and fluid resuscitation. On sixth day of cvl use, rnb observed pt had swelling, bruising, erythema on chest, shoulder and upper back. Line was then heparin locked and evaluated by clinicians. Line removed and a hole was observed in the line, approx 5cm from the tip.